Event description:
Distributor was informed of an adverse event that occurred approx a yr ago while an lma was being used. Co safety officer contacted the attending anesthesiologist who stated the pt was admitted on the day the procedure was performed. At the end of the procedure the pt experienced laryngospasm. The pt was given ppv and succinylcholine. The lma was removed and replaced with a face mask. The pt was monitored in the hosp for 24 hrs, and recovered without sequelae. The anesthesiologist suspected aspiration occurred as there were fluffy infiltrates on the pt's chest x-ray. Due to the minimal info co received regarding this event, they cannot definitely exclude the occurrence of aspiration. If aspiration did occur co also are unable to eliminate the possibilty that the lma contributed to the event. The lma instruction manual addresses unexpected regurgitation and the procedures to be followed in this situation. In general these procedures we followed by the attending anesthesiologist in the care of this pt. Although no info suggests that a serious injury occurred, distributor made a conservative decision to forward this report to the agency, because if aspiration does occur it can be serious. Distributor does not anticipate receiving any further info on this event, therefore this file will be considered closed. This report contains info from third party sources, the acc